Event description:
It was reported that the patient was self-catheterizing twice per day as she had prior to implant. The patient reported never having therapeutic effect. The implantable neurostimulator was discovered to be powered off. The patient was going to try program 2 at 2.5 volts for a few days. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28 lot# v948370 implanted: (B)(6) 2012, explanted: product typ lead; product ID 3037 serial# (B)(4), product typ programmer. (B)(4).